Manufacturer narrative:
Concomitant medical products: PICC line: bard dl "solo"; set 2420-0500; 250 ml baxter bag, lot w9c18c1, exp june 2020, 0.9% sodium chloride; 250 ml kabi bag, lot 12mcu20, exp 03-2020, moxifloxacin injection. The device has arrived for investigation, however the investigation has not started. Although requested, patient demographic were not provided. A follow up report will be submitted with failure investigation results after completion of the investigation. Regulatory agency ref. Number: (B)(4).

Event description:
It was reported that the infusions completed sooner than expected on a patient receiving two antibiotic infusions at the same time through both lumens of a peripherally inserted central catheter. The infusion rates were 250 ml/hr, and the tubing was primed via gravity prior to the start. Azithromycin 500 mg/250 ml normal saline was started at 7:06 am, and finished at 8:10 am. The moxifloxacin 400 mg/250 ml was started at 7:00 am, and finished at 8:15 am. Both bags have overfill, and typically infuse over 75 minutes, however completed earlier than expected. Although the tubing was sequestered, the pumps were not. No patient harm occurred as a result of the event.

Manufacturer narrative:
The customer¿s report that the infusions completed sooner than expected was not confirmed. During visual inspection, set 1 was observed to have yellow fluid inside the drip chamber and throughout the set¿s tubing. The roller clamp was received in the closed position. Set 2 was observed to have clear fluid inside the drip chamber and throughout the set¿s tubing. Functional and pressure testing showed no anomalies. The root cause of the customer¿s report was not identified.

Event description:
It was reported that the infusions completed sooner than expected on a patient receiving two antibiotic infusions at the same time through both lumens of a peripherally inserted central catheter. The infusion rates were 250 ml/hr, and the tubing was primed via gravity prior to the start. Azithromycin 500 mg/250 ml normal saline was started at 7:06 am, and finished at 8:10 am. The moxifloxacin 400 mg/250 ml was started at 7:00 am, and finished at 8:15 am. Both bags have overfill, and typically infuse over 75 minutes, however completed earlier than expected. Although the tubing was sequestered, the pumps were not. No patient harm occurred as a result of the event. Received a copy of the customer's cmdsnet program report from health canada which states, ¿patient received 2 infusions that ran quicker than usual, despite proper programming of the pump. Both on same patient.¿